Event description:
It was reported that, "surgeon broaching femur during anterior hip replacement. When opening latch, it broke from handle. There were no adverse effects to patient. A back up handle was supplied immediately and surgery was completed."

Manufacturer narrative:
Method- review of device history, complaint history. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot ID. When completed, the evaluation summary will be submitted in a supplemental report.